Event description:
Event description cpi received information that this endotak transvenous defibrillation lead was explanted. The patient with a implantable cardioverter defibrillator (ICD) and endotak lead was experiencing high pacing impedance measurements at follow-up. The physician elected to perform an invasive procedure and found the endotak lead was fractured, the lead was replaced.